Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in an unspecified coronary artery. The physician advanced the 15mm x 3.50mm apex monorail balloon catheter to the intended location. The physician inflated the balloon an unspecified number of times using an unspecified number of atms, however, the apex balloon ruptured. The physician successfully completed the procedure with a different device. No patient complications were listed and the patient's status was reported as "good".